Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, reported that the site removed the imaging system from the room before it was fully booted. The medtronic representative confirmed a reboot resolved the issue and the system functioned properly. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system pendant was not responding to any of the buttons being pressed. The system was docked and the site was unable to un-dock the system. The surgeon opted to complete the procedure without the use of the imaging system and continued the case using the c-arm. This resulted in a 20 minute delay to the case. There was no impact on patient outcome.